Event description:
The user facility reported the patient was on impella cp support and during support, the patient had a tamponade with a residual hematoma in the pericardium. Heparin was used in the purge of the impella and may have contributed to the patient harm. The patient was taken for a washout and the impella cp was removed. After removal, the patient suffered severe mitral valve regurgitation. It was stated that the pump was pointed towards the mitral valve when placed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿